Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board need to be replaced to address the issue. However, the repair was not performed, and the unit will be returned without repaired as per the hospital's request.